Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into an off-label insertion site, on (b)(6) 2026. On (b)(6) 2026, the patient was in the middle of a meeting and felt increased thirst and dry mouth. Patient wasn't feeling right so he decided to take his BG meter reading when his CGM showed 288 mg/dl at around 12:00 AM, and his BG meter was 528 mg/dl. The patient decided to go to the hospital with his wife. On the way to the hospital the patient self- treated with 2 units of Humalog. When they arrived at the hospital, a nurse took his BG meter reading again and it was 515 mg/dl while his CGM was still showing 288 mg/dl with arrow going down. Hospital took the patient into a room and treated him with intravenous (IV) fluids. They performed a blood work to check if there were any underlying issues that have caused his symptoms. Patient was only diagnosed with hyperglycemia and stayed at the hospital for 5 hours. Before leaving, patient was advised by his doctor to continue monitoring his BG and to go back to the hospital on (b)(6) 2026 to do follow up blood work. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.